Manufacturer narrative:
The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully inserted intraocular lens (iol) had a large scratch on the posterior side of the optic. The lens remains implanted. The surgeon is not sure yet if it will require an exchange. Through follow-up, it was learned that it is difficult to tell if there is any impact to the patient's vision due to this issue because the patient has macular degeneration, so although the vision does not correct to 20/20, it could be due to the macula. There was no patient injury. There is no indication of any medical or surgical interventions. There is the possibility of an iol exchange, but that will not be done as of now. Patient outcome is 20/30 visual acuity. There are no planned interventions at this time. No further information was provided.